Manufacturer narrative:
User facility personnel confirmed that the harmonyair m-series suspension did not fall, but instead drifted down during a procedure and contacted an employee's head. A steris service technician inspected the harmonyair m-series suspension and found that the brake assembly was worn and required repair. The technician repaired the unit, tested the function and operation of the device, confirmed it to be operating to specifications, and returned it to service. The steris service technician counseled user facility personnel on the importance of performing routine preventive maintenance for their harmonyair m-series suspension. No additional issues have been reported.

Manufacturer narrative:
The harmony air m-series suspension subject of the reported event is approximately 6 years old. Steris does not perform routine preventive maintenance on the system; it is unknown who services and maintains the device. The steris service technician contacted the user facility multiple times to obtain additional information regarding the reported event. User facility personnel stated they are conducting an internal investigation and has not given steris access to the device for inspection or evaluation. A follow-up report will be submitted should additional information become available.

Event description:
The user facility reported that the connect point from their harmony air m-series suspension "fell" and hit an employee in the head. The employee was sent to the ER. It is unknown if the employee received medical treatment at the ER.